Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned an asian male patient of an unknown age. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30, 100 iu/ml) from a cartridge via a humapen ergo ii clear blue, three times a day, subcutaneously, for the treatment of diabetes mellitus. Dosage regimen and start date were not provided. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, he experienced high blood sugar (values, units and reference range, not provided) for which he was hospitalized. It was noted that the injection button of the humapen ergo ii device was recently not flexible ((B)(4); batch number- 0907d03). He had not recovered from the event. The information regarding admission/discharge dates and laboratory tests performed during the hospitalization was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy status was continued. The user of the device and his training status was unknown. The general device and suspect device duration of use was more than 10years. He suspect humapen ergo ii, which was manufactured in jul2009, was returned to the manufacturer on 14nov2017. Upon investigation, it was noted the device body and cartridge holder thread end were cracked, which was consistent with damage in the field. The soft touch was damaged due to exposure to an unknown chemical and was used beyond its approved use life. The reporting consumer related the event of blood sugar increased with the human insulin isophane suspension 70%/human insulin 30% therapy. Update 23-nov-2017: information was received on 21-nov-2017, via a psp. Pc number was processed and accordingly, the narrative was updated with new information. No medically significant information was received. Update 05dec2017: updated medwatch fields for expedited device reporting. No new information added. Edit 05-dec-2017: upon review of the information reported on 10-nov-2017. It was re-coded product form humapen, unknown to humapen ergo ii, completed EU/(B)(6) fields. Added; suspect device paragraph in narrative. No additional changes performed. Update 14dec2017: additional information received on 14dec2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch /european and (B)(6) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for pc (B)(4) associated with lot 0907d03 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 14dec2017. No further follow-up is planned. Evaluation summary: male reported injection button of humapen ergo ii not flexible recently.patient experienced increased blood glucose.device returned with tape adhering to pen body.investigation of returned device (batch 0907d03,manufactured july 2009) found device was cracked,cartridge holder thread end was cracked, and glass remnants were found in front housing.due to this damaged, no function testing could be performed.malfunction confirmed.damage to device/cartridge holder consistent with excessive force while in field.glass remnants were consistent with foreign material introduced in device in field.glass likely introduced into device from broken insulin cartridge which may have shattered when dropped.bezel was cracked, and soft touch artially detached from device.soft touch damage consistent with device having been exposed to unknown chemical in field.white crazing of cartridge holder further supports exposure to unknown chemical which weaken material.user manual describes proper care/torage of device and states do not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication such as oil, could damage pen.user manual instructs patient to not use device if appears broken/damaged and to contact lilly/healthcare provider for replacement pen.patient reported having obtained device more than 10 years ago;device manufactured in july 2009.patient likely used device about 8 years, which beyond its approved use life.user manual states device was designed to be used for up to 3 years after first use.evidence of improper use.device body/cartridge holder device thread end were cracked,consistent with damage in field.relevant to complaint of increased blood glucose.soft touch was damaged due to exposure of unknown chemical while in field,not related to manufacturing process.soft touch didnt affect functionality of device, likely not relevant to increased blood glucose. Paient used device beyond approved use life. Uknown if relevant to complaint of increased blood glucose.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and product complaint (pc), concerned an asian male patient of an unknown age. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30, 100 iu/ml) from a cartridge via an unknown reusable pen, three times a day, subcutaneously, for the treatment of diabetes mellitus. Dosage regimen and start date were not provided. On an unknown date after starting human insulin isophane suspension 70%/human insulin 30% therapy, he experienced high blood sugar (values, units and reference range, not provided) for which he was hospitalized ((B)(4); batch number-unknown). He had not recovered from the event. The information regarding admission and discharge dates and laboratory tests performed during the hospitalization was not provided. Human insulin isophane suspension 70%/human insulin 30% therapy status was continued. The reporting consumer related the event of blood sugar increased with the human insulin isophane suspension 70%/human insulin 30% therapy. Update 23-nov-2017: information was received on 21-nov-2017, via a psp. Pc number was processed and accordingly, the narrative was updated with new information. No medically significant information was received. Update 05dec2017: updated medwatch fields for expedited device reporting. No new information added.